Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a sling placement procedure on (B)(4), 2008. According to the complainant, the patient experienced recurring pelvic pain which began around (B)(4), 2009 (exact date unknown) and required a revision surgery. The details of the surgery and the patient's current condition are unknown. Attempts to obtain additional information have been unsuccessful.